Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to perform incoming functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed service code 110. The cause for the failure was isolated to no output from pin 7 of the u1 processor on the computer/analog board. In addition, the rear response button was missing. The root cause for defective u1 component could not be positively identified. The root cause for the missing response button was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to perform incoming functional testing.